Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(4)) was explanted due to having been dislocated previously. The lens was initially dislocated and repositioned on (B)(6) 2022. The lens dislocated again at the beginning of (B)(6) 2023. The surgeon opted to explant the lens on (B)(6) 2023. The surgeon replaced the lens with another lal. Rxsight's first awareness of this event was on 2/7/2023.